Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the representative met with the patient and the charging issue was resolved when the patient understood better how to place the antenna over the ins correctly. Interrogation showed that their most recent charging sessions had "excellent" connectivity and the charging times were in line with normal operation of the device (about 1 minute per percentage increase in charge level). The reason the ins was in the "red state" was because they weren't getting it charged enough to last a full day and it fell into low battery state. The patient's weight was (B)(6) and the physician was aware of the event as they met at the physician's clinic today. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that patient is charging too often. Patient reported that the charging parts are driving him nuts. Patient reports the implant was in red yesterday and it took him 15 min to get out the red state. Patient reported he has to charge implant 1 hour in the morning and 1 hour in the evening. Patient states his implant takes 2 hours to charge since he received it. The following actions were the result of the call: patient states he was told that he would need to charge implant for 20 min a day. It was confirmed ins is 50 % charged and patient is charging at excellent efficiency. Confirmed controller is 90% charge. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
(B)(4) applied to implantable neurostimulator (ins). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. They stated patient had difficulty with recharging. They stated the patient had the ins for a while, and patient had trouble getting the unit to charge. They explained that it took a long time to charge the implant. It was confirmed this issue had been going on for the last month or so. They stated it took a long time for the recharger to find the implant and this issue had been going on for the last 3 months at least. Prior the call, they reported the recharger took a long time to charge the implant to patient services previously. It was noted controller screen showed no device found (screen 16). They stated it was pretty easy to locate the implant, but it took as much as 5 to 10 minutes for the recharger to find the ins. They stated they were not covering the top of the controller and were able to get recharging excellent on the screen with the flashing green light towards the top of the controller. They noted they were letting the screen go dark when charging, but they rarely ever charged to 100% (for the implant). It was noted the patient start charging at 30% and spent 45 minutes to 1 hour to get up to 50%. They stated that patient believed the recharging speed was on level 4 and reiterated several times that they didn¿t go up to 100%. It was reviewed best charging practice with the patient and encouraged them to follow up with the healthcare provider (hcp). They expressed concerned about equipment, so a replacement recharger would be sent to patient. It was noted they had difficulty with charging the ins due to it taking at least 10 minutes for the recharger to find the implant and it showed the recharging screen, and the controller might be the issue with connecting. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the replacement of the recharger resolved the issue of the recharger taking a long time to find the implant and the difficulty charging. There were no further complications or anticipations reported with this event.